Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
Implanting physician: (B)(6). Explanting physician: (B)(6).

Event description:
Patient reported rupture on the right side diagnosed by ultrasound. Ultrasound report states "right implant is ruptured with questionable effusion" and "suspected bialcl." No histopathological markers were provided. Later reported, capsular contracture baker grade ii. The device was explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿lymphoma-alcl-suspected: unable to confirm as it is a medical event not related to the device. ¿rupture: observed broken on posterior side assessed as a unidentified (tear) opening (shell thickness within specification). ¿seroma-late: seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: ¿no other observations observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received information from distributor per patient response, allergan medical safety determined that there is no malignancy. Lymphoma-alcl suspected has been removed.

Event description:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that there is no malignancy.

Event description:
Patient later reported via ultrasound report "suspected effusion" and "suspected bia alcl." Histopathological markers confirming alcl have not been received.

Manufacturer narrative:
The events of seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.